Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. Date of event and explant is estimated.

Event description:
It was reported that the patient had an infection at an unknown location. Surgical intervention was undertaken in (B)(6) of 2022 where the system was explanted.